Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture, baker grade unknown (one side extreme). The device was explanted. Right side.

Manufacturer narrative:
Analysis of the returned device identified; underweight, creases fold and broken shell. A visual and microscopic analysis was performed which identified; wear abrasion, opening striated on anterior, missing shell (0-25%), broken striated on anterior, posterior and radius. Base on the device analysis the final assessment is: missing shell due to inconclusive. A striated edge broken and opening, due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported capsular contracture, baker grade unknown (one side extreme) and additionally, rupture. The device was explanted. Right side.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Rupture was reported later.